Manufacturer narrative:
The reported event of the universal torque limiting attachment axsos ao fitting 6 nm 5.0mm shaft breakage could be confirmed. Based on the investigation, the root cause torque limiter breakage was attributed to a user related issue. Unfortunately no further details could be obtained in order to determine the exact cause of this reported complaint. The breakage of the inner ao connection sleeve was caused due to excessive force during screw insertion. The visual inspection revealed that too. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during this investigation. Nevertheless, please note that we had implemented a corrective action CAPA (B)(4), where rust had been evident, in order to eliminate such occurrence in the future. Rust can occur for many reasons. The device was manufactured in 2010 according to the given specification.

Event description:
Surgeon attempted to use torque limiter to tighten a 5.0 locking screw and the inner ao connection sleeve snapped.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon attempted to use torque limiter to tighten a 5.0 locking screw and the inner ao connection sleeve snapped.